Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-aug-2023. H6: investigation summary: multiple samples were provided to our quality team for investigation. Upon visually inspection, it was observed the barrels were not completely transparent. A device history review was performed for reported lot 2203122, no deviations or non-conformances related to this issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident was due to improper polishing of the internal components of the mold.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ tip syringes had discolored solution in them. The following information was provided by the initial reporter: "we have received another complaint from our customer about product bd3001ls - bd plastipack 1ml syringe 3pc luer slip. The issue being that some of the syringes received are 'cloudy'."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ tip syringes had discolored solution in them. The following information was provided by the initial reporter: "we have received another complaint from our customer about product bd3001ls - bd plastipack 1ml syringe 3pc luer slip. The issue being that some of the syringes received are cloudy'".

Manufacturer narrative:
Pr (B)(4) - follow up MDR for correction. Following the submission of the initial MDR, the customer clarified that it was not the solution that was discolored but the plastic of the syringe. This type of event is not MDR reportable. A new decision tree was run to correct the event type and the complaint is not reportable to the FDA.

Event description:
No additional information.